Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device history record found no discrepancies when the device was released to stock. Evaluation of the returned device found a hole in the connection area/silicone-pumping segment. The hole was found in the silicone tubing and is aligned with end of the top connector. The actual damage is consistent with the abrasion that can occur when loading the tube set at either the upper or bottom slots of the irrigation unit. During loading of the tube sets, it is important to be aware that abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. When loading the tubing set into the irrigation unit, the tubing should be slightly stretched so that the tube/connector transition area does not touch the slot edges. Allow then the tubing to relax into position inside the slot hole, which accepts the connector. This will minimize any abrasion of the silicone tubing during loading. The hole is consistent with the use of a ji2000 which is not recommended for use with this tubing set. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the irrigation tubing had leakage was noted during preparation before the surgery. The location of hole is unknown. The device was used with cmc se. User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital.